Event description:
A u.s. Distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) year old male patient had passed away on (B)(6) 2014. The patient was at a local grocery store when the lifevest started alarming. The patient told someone "something isn't right." The patient then left the grocery store to go to his car but never made it to the car. The patient went to the grocery store alone. When the patient went unresponsive there were other people around. The patient was not taken to the hospital because he was pronounced dead on arrival. A review of the patient's downloaded data showed that at 12:56:16 an arrhythmia of ventricular tachycardia at 209 bpm was detected. The response buttons were then pressed at 12:56:46 and at 12:56:51. The detection stopped at 12:57:00. The device was shutdown at 12:57:05. The device properly detected ventricular tachycardia. However, the response buttons were pressed preventing the treatment from being delivered and the device was shut down 19 seconds later. It is unknown who pressed the response buttons and shut the device off.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) and belt sn (B)(6) have been completed. As received, the monitor was fully functional and able to detect and treat. All alarm and notification operations were fully functional. As received, the electrode belt was fully functional and able to detect and treat. The electrode belt-monitor connection was fully functional. There is no evidence to suggest that the monitor or belt caused or contributed to the patient's death. Device manufacture date and usage of device: monitor: 04/2013 - reuse; belt: 05/2013 - reuse.